Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20-28 mg/dl. The cause of low bg was unknown. The customer called 911 and received third party assistance from paramedics, who provided intravenous (IV) therapy to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.